Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 106 mg/dl. Reportedly, customer resolved issue by changing out all supplies and insulin delivery was successfully resumed.